Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient¿s buttock and leg hurt so much they couldn¿t stand it. It was noted the patient also couldn¿t get to the commode on time. The patient stated that ever since they received their new device or system they had gotten no relief and they got a bolt of electricity going down their leg with positional changes. Reportedly, these symptoms only occurred when therapy was on. It was noted the patient would titrate up from below the threshold voltage to the point when the stimulation was uncomfortable and they didn¿t feel the tapping they used to feel with their first device. It was stated the patient had one reprogramming session since on (B)(6) 2103. It was later reported the patient had awful problems with their implant and the patient stated their implant was put in wrong. The patient stated the doctor who implanted it ¿apparently did not do it correctly¿ and it had caused the patient pain since the day it was implanted and didn¿t help with their bladder control. Reportedly, the patient¿s leads seemed to hit on their sciatic nerve but their doctor would not check to see if the leads were misplaced. The patient had pain shooting down their left leg and they had electrical shocks go through them when they move certain ways. Additional information stated the patient also had back pain and their healthcare provider told the patient they might have placed the leads incorrectly but they did not want to attempt to reposition the lead because the surgery took longer than expected. It was noted the doctor would only explant the device and offered other options. It was reported the patient had a shocking or jolting sensation. It was stated that since the patient¿s replacement surgery, the patient had been experiencing pain that goes down their left buttock and left leg and the patient stated "it hurts so bad" and certain ways the patient moved it was like an electric shock that went right through them. Reportedly, the patient had been back to their healthcare provider over and over and they didn't know what to do. The patient asked their healthcare provider if the lead wasn¿t in the right place and the patient stated it "seems not to be doing me any good." It was noted the patient¿s healthcare provider put them on enablex and then prescribed them nyrbertix.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that patient was having terrible pains in their left hip/buttock/leg/heel and also bowel urgency. It was indicated that the patient had been to the hcp complaining about the pain and asking if the leads might be in the wrong place. The patient stated she was miserable at the operation table for so long. The patient reported that the machine did not help. The hcp stated it took him too long to get the machine and the lead in. It was noted that another hcp had ordered CT scan to determine where the leads are. Additional information received later indicated that patient was told the surgery would last 1.5 hours. Instead it lasted 4.5 hours because the health care provider encountered scar tissue while placing the lead. It was that patient no longer had effective therapy whereas before replacing the lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the implant procedure took four and a half hours. It was noted the doctor experienced great difficulty during the implant procedure. It was reported the device had not helped with the patient's bladder contractions. It was reported the event was related to the patient's third device placement. It was noted that the impedance check from (B)(6) 2013 showed all less than 4,000 ohms. It was reported the patient had missed their last reprogramming appointment. It was noted the patient was not hospitalized, but still had a non-serious injury or illness.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v863584, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).